Manufacturer narrative:
(B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2017-07698. It was reported that balloon rupture occurred. The target lesion was located in the left popliteal artery. An offroad¿ balloon catheter and a 5.0mmx100mmx135cm (4f) sterling¿ balloon catheter were advanced for dilatation. However, the balloons ruptured during the first inflation at 2 and 6 atmospheres. The devices were completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.